Event description:
New information received indicates that during an unrelated device upgrade procedure, the right ventricular (rv) lead was capped and replaced to resolve the rv lead externalized conductors. The patient was stable following the event with no adverse health consequences.

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During an in-clinic follow-up, diagnostic imaging was performed and externalized conductors were noted on the right ventricular (rv) lead. No intervention has been performed, and the rv lead is currently being monitored. The patient was stable with no adverse consequences.